Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was discarded and is not available for physical evaluation. The reported complaint cannot be confirmed. The event occured during a demo; therefore there was not patient involvement. The needle was dry-fired in the expressew iii gun which may have contributed to the reported breakage; however, a root cause for the breakage cannot be conclusively determined. The lot number of the device was not provided which precludes a DHR review and a lot specific complaint history search. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4) - incomplete. Depuy synthes has been informed that the lot number is not available.

Event description:
The sales rep reported via phone that during a demo when firing the needle with the one of the customer's expressew iii without hook the needle broke after firing the device once. During the same demo three other expressews iii without hook the compression on the trigger is tight and causing difficulty with firing the needle. There was no patient involvement therefore no delay. When "demoing" the guns they were dry fired with different needles. The sales rep is unsure which serial number of the guns the needle broke. The sales rep could not provide a lot number for the needle and the needle was discarded. The sales rep was not present during the demo therefore could not provide any further information. The devices will be returning for evaluation.